Event description:
The customer reported obtaining out of range low white blood cell (wbc), red blood cell (rbc), and hemoglobin (hgb) 5c quality control (qc) results involving the coulter lh 750 hematology analyzer. The customer stated that the issue occurred on level one 5c control only; level two and three 5c control recovered within the established ranges. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer performed reproducibility on the analyzer and the results were within specifications.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed that the level one 5c control recovered out of range low white blood cell (wbc), red blood cell (rbc), and hemoglobin (hgb) parameters. The fse bleached the wbc and rbc apertures due to a blocked aperture 2, and replaced the mix bubble check valve as a result of erratic and slow mixing in the bath. The fse also replaced a sticky actuator on pinch valve vl3 and a damaged aspiration needle to resolve the recovery issue. The fse noted that the aspiration needle appeared flattened from the needle point to behind the vent opening. The fse also observed that the instrument generated low vacuum errors and proceeded to replace the pinch valve mounts on pv12a/pv17 and the actuators for pinch valve pv12a/b/c/f and pv17 to resolve the vacuum errors. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the event is attributed to mix bubble check valve, actuator on pinch valve vl3, blocked aperture and a damaged aspiration needle. (B)(4).